Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by flow issues. A day after the event onset, the patient was hospitalized, treated with vancomycin injection (1gm, intraperitoneal, every 72 hours, discontinued) and amikacin injection (125mg, intraperitoneal, once daily, discontinued). The same day pd therapy was discontinued. On an unknown date, the pd catheter was removed, the patient was transferred to hemodialysis and was discharged from the hospital. At the time of this report, the patient has not recovered from the event. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information for b5: upon follow-up, it was reported that the patient has recovered from peritonitis (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.